Event description:
Altitude alarm 21 was reported on the pump, and the customer's blood glucose level remained between 54-500mg/dl (3.0-27.7 mmol/l) during the event. The customer understood that wearing the pump against the skin without a case could obstruct speaker holes and trigger alarms; tips were provided to prevent altitude alarms. The customer successfully resumed insulin delivery using the original cartridge.